Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2024 during which both leads were explanted and replaced to address the issue. Therapy was restored post-op.

Event description:
It was reported patient's system was auto-reducing due to high impedances on both leads. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Patient's weight is estimated.